Manufacturer narrative:
Concomitant medical products: 419588, lead, implanted: (B)(6) 2009; 693565, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's husband that there was a potential lead integrity alert being received every six hours. The lead remains in use. No patient complications have been reported as a result of this event.